Event description:
It was reported that the right ventricular (rv) lead impedance had been steadily increasing over the past two months, and thresholds were up slightly as well. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).